Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was cutting her daughter¿s hair and her daughter noticed the patient was not making sense. The patient¿s daughter and husband moved the patient to the couch and fed her ice cream. It was indicated that after they fed the patient ice cream, the patient¿s daughter checked the patient¿s bg value and the meter was reading 34mg/dl while the cgm was displaying 80mg/dl. At the time of contact, the patient was in stable condition. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Reportedly, the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally, enter the exact bg value displayed on your bg meter within five minutes of a finger stick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.